Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 500 mg/dl. Troubleshooting was performed. Customer also stated that the insulin pump was not delivering insulin and the screen on the insulin pump was also cracked. The product will return for analysis.

Manufacturer narrative:
Unit received with severely scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.